Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the 3 stations were on critical override after scheduled downtime. A technical support specialist successfully completed the synchronization process on the station - apk2s, and no critical override errors appeared in health sight viewer (hsv) after stopping and restarting the database synchronization services, dialed into stations apkedmn1 and apkedobs and performed data backups on both, proceeded with a full synchronization following knowledge article (ka) - proper datasync procedure & how to place new db in es station; apkedobs failed the full synchronization twice but completed successfully on the third attempt, while apkedmn1 completed the full synchronization successfully on the first attempt, verified that server and station time settings were correctly configured, updated the speed and duplex settings, and restarted the synchronization services on the synchronization server. Despite the successful full synchronization, the issue persisted, and a new station appeared in health sight viewer (hsv) showing a communication issue, found no errors in either the station or server logs and suspected a potential network issue due to the intermittent critical override icon toggling on and off on both the stations and health sight viewer (hsv). The customer later confirmed that they no longer observed any machines in critical override, and the incident associated with this issue was closed on their end. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, three stations were in critical override after the scheduled downtime. There were no adverse events or injuries reported based on this event.